Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis. Investigation identified a dislodged grip crimp in the instrument cable. The instrument had initially passed recognition and engagement tests on an in-house system, but it was found that the grips did not open and close properly due to the dislodged grip crimp. Isi followed up with the initial reporter and obtained the following additional information: the instrument felt uncomfortable to use and could not fire the clip even when the jaw was closed. The instrument could move, but not intuitively. The movements of the surgeon scaled appropriately to the instrument, and the instrument moved in the intended direction. The timing of the instrument movement was unknown, and there was no shakiness or friction experienced. There was no instrument-to-instrument or system arm-to-arm interference, and there were no external collisions. The issue was persistent, and the action being taken when the issue occurred was to clip the vessel.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported that the motion of the medium-large clip applier instrument felt uncomfortable. The customer resolved the issue by replacing the instrument with a backup. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the product is evaluated and/ or if additional information is received.